Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to unknown reasons. Subsequently, the patient is experiencing a hernia, pain, and swelling. After receipt of lab results it is noted that there are elevated cobalt and chromium levels. No revision has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-10971, 0001825034-2017-10973, 0001825034-2017-10974. Concomitant medical products: 139256 m2a-magnum 42-50 tpr insrt std, lot 961970; 157450 m2a-magnum mod hd sz 50mm, lot 760080; us15 7856 m2a-magnum pf cup 56odx50id, lot 869960; 11-104114 mlry-hd por fmrl 14x175mm, lot 256700. Report source foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that patient underwent right total hip arthroplasty and is now experiencing a hernia (patient said is related to device). When sitting he gets pain down the leg, the surgeon told him it is the swelling inside his leg pressing on his sciatic nerve. He can only walk short distances and he limps. Feels like a tooth ache in his hip. When sleeping at night his leg swells.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.